Event description:
It was reported that the lens haptic was caught in the injector and tore off. The incision was enlarged to remove the lens and another lens of same model was implanted successfully. Please reference MDR# 1119279-2014-00006 for the inserter used during the event.

Manufacturer narrative:
The lens was requested, but has not been returned to bausch + lomb. Investigation of this event is progress. A supplemental report will be submitted upon completion of the investigation.